Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it has been reported that a start-x tip ems insert 3 broke/fractured in the first use. Injury is unknown as of this MDR; a request for further information has been made. 02.03.22: product on the way.

Event description:
Additional information was received indicating that the broken portion of the tip was removed from the patient¿s tooth.

Manufacturer narrative:
Returned start-x tip ems insert 3 is actually broken in the active part. No material defect was found during analysis of the rupture pattern. No unused device is available for evaluation. Nothing unusual to report was found during DHR review (batch #1615841). No information was given regarding technique, we cannot rule on its compliance with maillefer's recommendations. Root causes are not identified. We will track this kind of event and monitor the trend.